Event description:
The hcp reported that the pt was experiencing an increase in pain symptoms in 2004. The hcp reported that, while in the airport, the pt noted the battery was alarming audibly. The pt was also experiencing a "fuzzy feeling while giving a presentation, with inability to concentrate." The pump was interrogated and "low battery alarm" was noted on telementry, however, no alarm was audibile. The pump was interrogated again 5 days later with the same result. A catheter dye study was preformed and was "okay." The pump was explanted in 2005, approximately 34 months after implant. A new pump was implanted. The final pt outcome was unknown at the time of this report. A follow-up report will be sent if additional info becomes available.